Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited onsite and confirmed that the led (light emitting diode) in the wfs (wireless footswitch) did not light up. The fse replaced the wireless footswitch. After the replacement, the system was returned to use in good working order. The investigation was unable to associate the reported issue with any ongoing fsca. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch led did not come on. No harm was reported to philips. Philips has started an investigation of this complaint.